Event description:
It was reported that this entire pacemaker system was explanted due to right atrial (ra) lead oversensing and elevated right ventricular (rv) lead thresholds, however the cause was not identified. Additionally, the pacemaker had reached elective replacement indicator (eri). No additional adverse patient effects were reported. The pacemaker was returned for analysis, however the leads have not been received. Attempts were made to obtain additional information regarding lead return status. It was explained that the facility handled returns, however the return status of the leads remains unknown at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.